Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Boston scientific technical services (ts) recommended bringing patient in. Further, another high oor shock lead impedance was detected via patient's remote monitoring system. Additional information received and indicated that the cause was undetermined and the physician was considering bringing patient for x-ray or otherwise the clinic will continue to monitor lead. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.